Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. The pump was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the pump was received with normal operating currents and passed error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube) and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with the pump and manual injections. The customer stated that insulin from the reservoir fill and injection are different vials. The customer reported the drive support cap to appear normal. The customer stated that the o-rings are missing and the opening of the reservoir compartment is broken. The insulin pump will be returned for analysis.